Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump pcb board had failed, which resulted in the pump losing power intermittently. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was turning off unexpectedly during infusion. They stated that it did not alarm. The initial reporter advised that this had occurred during testing and had not had any effect on a patient. (B)(4).